Manufacturer narrative:
Received 1 used set of 4 arcticgel pads only. The pads were visually inspected and it was noted that the left thigh pad, the right chest pad and the left chest pad were crushed on a section of the pad. The right thigh pad contained adequate sealing between the clear film and the pad the pads trim pattern were found adequate. The energy connector of the right thigh pad was found to be damaged. A flow rate test was performed on the pads with the arctic sun machine model 2000. The pads were connected to the arctic sun machine model 2000 for 10 minutes and the water immediately started to flow: left chest pad: a total of 1.75 l/min m2 flow rate was registered during the test. Left thigh pad: a total of 1.27 l/min m2 flow rate was registered during the test. Right chest pad: a total of 1.59l/min m2 flow rate was registered during the test. Right thigh pad: no flow due to the damaged energy connector. According to the test method the flow rate does not meet specifications on the left thigh pad, the left chest pad and the right chest pad due to a section of the pad being crushed. The right thigh pad did not meet specifications due to the damage on the energy connector. The reported issue has been confirmed as a manufacturing related issue. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use state the following: " once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit.¿ (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pads gave low flow and were replaced.